Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a programming anomaly. When the device was programmed to 7.5v, the lead impedance was >3000 ohms.